Event description:
Pt presented with abdominal pain and acute pancreatitis. CT abdomen demonstrated significant migration of celect ivc filter with legs perforating ivc wall. One of the legs extended through the duodenum and approx 1cm of length into the pancreatic head. An additional leg abutted the wall of the abdominal aorta. The perforation of the legs caused tilting and malpositioning of the filter. Dates of use: 2008. Diagnosis or reason for use: pe prophylaxis. Traumatic orthopedic injuries.